Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that inappropriate shock therapy was observed on the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Please retract 2017865-2026-02237 as there was no device malfunction.

Event description:
New information received notes the observation was made on remote transmission, there were no inappropriate shocks, the report was an inquiry into ventricular fibrillation therapy assurance (vfta), no electrical anomalies were observed, no programming changes were made, the patient was just being monitored.